Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardiac monitor (icm) recorded false asystole. It was noted that this was due to the pocket healing. The icm remains in use. No patient complications have been reported as a result of this event.